Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that their cobas 8000 c 702 module had questionable high and low results over a multiple days that resulted in numerous corrected reports being issued for multiple tests. For the below information specific patient results are provided when available. On (B)(6) 2018 during the validation of sample results, the customer noticed an occasional very high or very low result that appeared to be related to a specific reagent disk, disk b, on the cobas c702. An field engineering specialist that was at that customer site advised the customer to replace the sample probe and a reagent probe associated with disk b. On (B)(6) 2018 the customer noticed even more frequent questionable results. The customer stopped using the analyzer. On (B)(4) 2018 a field engineering specialist investigated and repaired a split he found in the tubing leading to one of the cell washing units. He cleaned the reagent lines, checked the gear head pump pressure, and checked the cell wash fill levels. He ran calibrations and qc with acceptable results. He performed precision testing on multiple tests with acceptable results. The customer determined by analyzing historical patient information which patient tests needed to be repeated. For patients originally tested from the dates of (B)(6) 2018 to (B)(6) 2018 the customer analyzed (B)(6) patient results of which 411 were retested. Out of the (B)(6) patient results that were retested (B)(6) had to have corrected reports issued. The customer only provided the specific igg-2 tina-quant igg gen.2 (igg) results for 2 patients. For patient 1 the initial igg result was 23.4 g/l and the repeat result was < 2.8 g/l. For patent 2 the initial igg result was 19.4 g/l and the repeat result was 5.9 g/l. The specific date of testing was not given for the igg results provided. The igg reagent information was not provided. There was no allegation of an adverse event. The field engineering specialist findings and service activities have resolved the issue.